Manufacturer narrative:
The reported events of difficulty to advance lead within the catheter resulting in lead damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead noted the outer insulation was wrinkled/ compressed at the distal region consistent with procedural damage. X-ray examination did not find any anomalies except for procedural damage. The introducer used in the field was not returned with the lead for analysis. The lead was able to be inserted and removed without any difficulties. The cause of the reported events is consistent with procedural damage.

Event description:
It was reported that during the initial implant procedure, the right ventricular (rv) lead was unable to advance within the catheter resulting in rv lead damage. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.